Event description:
On (B)(6) 2012, the patient's mother contacted animas alleging the subject pump had a short battery life. The patient's mother reported that the patient's pump lost power while the patient was sleeping on the early morning of (B)(6) 2012. The reporter stated the patient woke up with a high blood glucose (bg) of 441 mg/dl and tested positive for large ketones. The patient's mother reported that the patient was nauseous at time of high bg. The patient's mother stated she treated patient with bolus and increased fluids and by 1pm that afternoon his bg was in normal range and patient was feeling well. Review of pump alarm history revealed that a replace alarm warning occurred on (B)(6) 2012 at 3am. Prior to the replace alarm, the pump had provided a low battery warning on (B)(6) 2012 at 2:24pm. The patient's mother claimed the pump's battery life is approximately 2 weeks using the lithium batteries. This complaint is being reported because the patient developed signs/symptoms suggestive of hyperglycemia while on insulin pump therapy. The patient's alleged hyperglycemia can be attributed to use error since the subject pump alerted the patient of the low battery; however, the patient and/or reporter failed to replace the battery.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no activity outside normal use observed in the black box or history. There were no alarms or pump conditions representing a malfunction were recorded in the black box or history. The pump electrical current draws were tested and were within specifications. A 29 hour flow accuracy test was performed and pump was delivering within the required specifications. No power issues or alarms occurred during testing.